Manufacturer narrative:
H3: device evaluation: lens was returned in vial in liquid. Visual inspection found no visible damage to the lens. Dimensional inspection found the lens to be within specification. Claim#: (B)(4).

Manufacturer narrative:
B5 - no repositioning was done for right eye (od). Trace cataract was noted as well. Claim# (B)(4).

Manufacturer narrative:
H6 - type of investigation: 4110 - lens work order search: no similar complaint type events reported for units within the same lot. Claim#: (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.1mm vticm5_12.1; -13.0/1.5/85 (sphere/cylinder/axis) implantable collamer lens into the patient's right eye (od) on (B)(6) 2023. The surgeon reports there is lens rotation not associated to low vaulting, glare/haloes, blurred vision, on (B)(6) 2023 the lens was repositioned but this did not resolve the problem. On (B)(6) 2023 the lens was explanted and a longer length lens was implanted on this same date and resolved the problem. An additional suture was also later used on (B)(6) 2023. The cause of the event was reported as unknown and noted "icl too small".